Event description:
Note: this is one of two reports related to the same event (MFR. Report # 3005099803-2013-08540 and MFR. Report # 3005099803-2013-08539). It was reported to boston scientific corporation that an ultraflex esophageal covered stent (the subject of MFR. Report # 3005099803-2013-08540) was implanted during a procedure on (B)(6) 2012. According to the complainant, the first ultraflex stent was implanted on (B)(6) 2011 for treatment of a malignant esophageal lesion. The lesion was approximately 8cm in length and located within the distal esophagus. The patient anatomy was noted to be tortuous and the anatomy was dilated prior to the procedure. The stent was implanted successfully with no issues. On (B)(6) 2013, the patient was experiencing dysphagia and it was determined that the stent was blocked. On (B)(6) 2013, the patient underwent a stent placement procedure to open up the blocked stent. During the procedure, when the ultraflex esophageal covered ng stent system (the subject of MFR. Report # 3005099803-2013-08539) was inserted into the patient, the proximal end of the catheter became kinked and the stent deployed by approximately 1mm as the stent system was being advanced through the patient anatomy. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal stent system.

Manufacturer narrative:
Reported event of partial deployment of the stent. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was received partially deployed by 5 mm. It was noted that the shaft was kinked at several locations along its length. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent; however, the stent did not fully expand off the shaft. It was noted that the stent cover appeared shrunken and numerous holes/tears were present in the cover between approximately 20 mm and 50 mm proximal to the distal end of the stent cover. No other issues were noted with the device. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
Note: this is one of two reports related to the same event (MFR. Report # 3005099803-2013-08540 and MFR. Report # 3005099803-2013-08539). It was reported to boston scientific corporation that an ultraflex esophageal covered stent (the subject of MFR. Report # 3005099803-2013-08540) was implanted during a procedure on (B)(6) 2012. According to the complainant, the first ultraflex stent was implanted on (B)(6) 2011 for treatment of a malignant esophageal lesion. The lesion was approximately 8cm in length and located within the distal esophagus. The patient anatomy was noted to be tortuous and the anatomy was dilated prior to the procedure. The stent was implanted successfully with no issues. On (B)(6) 2013, the patient was experiencing dysphagia and it was determined that the stent was blocked. On (B)(6) 2013, the patient underwent a stent placement procedure to open up the blocked stent. During the procedure, when the ultraflex esophageal covered ng stent system (the subject of MFR. Report # 3005099803-2013-08539) was inserted into the patient, the proximal end of the catheter became kinked and the stent deployed by approximately 1mm as the stent system was being advanced through the patient anatomy. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal stent system.